Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced high/low blood pressure. The pacing lead exhibited high thresholds. It was also noted that there was a discrepancy between the autocapture threshold and the in-office threshold. The lead remains in use. No further patient complications have been reported as a result of this event.